Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2007. Patient experienced pain. Patient will be having the left asr hip explanted on or about (B)(6) 2011, but has not yet scheduled an explantation of the right asr hip implant. Update 07/11/2011- plaintiff's preliminary disclosure (ppd) forms, implant stickers and medical records received which identified part/lot information and date of implant. Complaint file and products updated, femoral heads added, MDR decision trees completed and the appropriate mdrs filed. The documents have been attached to the file. There is no new information that would change the outcome of the investigation. Update rec¿d 1/26/2015 - medical records received. Patient was revised to address left hip pain, a pseudotumor and elevated metal ion levels. Upon revision, trunnionosis, black debris, acetabular cup loosening, adverse local tissue reaction and clear tannish fluid were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: 02/18/15.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).